Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 13-sep-2010. There have been 3 other events for the lot referenced. The lip around the hole on the underside of the planer had fractured. Pieces were missing and were not returned. The investigation determined the likely root cause of the event to be a fracture propagating from the center of the instrument in an outward direction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the calcar planer was broken during medical procedure. The procedure was continued without spare product.

Event description:
It was reported that the calcar planer was broken during medical procedure. The procedure was continued without spare product.